Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the resuscitation area. The insertion site was the right internal jugular vein. The guide wire would not thread through the ars and so the physician disconnected the raulerson syringe from the needle and inserted the guide wire through the syringe. In the process, he was splashed with blood and the patient had (B)(6). There was no reported delay in treatment, no patient injury, complications, or death reported in this event.